Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 11 similar complaints have been recorded for gts stem all references regarding pain, loosening and revision within a year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a revision of exceed cup (investigated in (B)(4) and gts stem (investigated in the current complaint) occurring between 2015 and 2018. The event was received from siris report: "siris outlier report 2019 gts + exceed, zimmer biomet, for uncemented stem-cup combination used in primary total hip arthroplasty. Based on the data provided, the initial surgery was performed from 2012 to end 2014 and the revision was most probably due to femoral loosening and pain. No additional patient consequences were reported.

Event description:
It was reported by siris through siris outlier report 2019 (gts + exceed, zimmer biomet) that two revisions for uncemented stem-cup combination used in primary total hip arthroplasty, due to pain occurred between 2015/2018.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. - attachment: [sirisoutlierreport2019_gts_exceed_zimmer.pdf]

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported by siris through siris outlier report 2019 (gts + exceed, zimmer biomet) that two revisions for uncemented stem-cup combination used in primary total hip arthroplasty, due to pain occurred between 2015/2018.